Manufacturer narrative:
The suspect pump was returned for evaluation. The device event log and alarm history were reviewed, and a review of the previous 12 months of service history was performed; however, no relevant findings were identified. Visual inspection and functional testing were conducted. The customer's allegation was confirmed through visual inspection. Replaced battery compartment. Upon further investigation, found latch/lock mechanism and flex sensor defective, dso seal delaminated, and uso seal delaminated. Repalced latch/lock mechanism, flex sensor, dso seal, and uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt. Unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
During investigation testing, the latch/lock mechanism and flex sensor were found to be defective. There was no patient involvement, and no patient harm was reported.